Event description:
It was reported that changes in r-wave sensing and loss of ventricular capture were noted one day post implant. Just after implant, r-wave amplitudes were 10 mv and capture was 1.75 v in bipolar. The next day, loss of ventricular capture and r-wave amplitudes of about 5 mv were observed. Loss of sensing and capture were also noted in unipolar. A perforation was confirmed, and the lead was successfully revised.

Manufacturer narrative:
No medwatch form was received.